Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured, however the physician decided to keep the lead in use as a recording device for any arrhythmias. The rv lead remains in use. No patient complications have been reported as a result of this event.